Event description:
It was observed during the device inspection, that the lightsource lamp failed to light up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported, the incident. The issue occurred, during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. Additional information added to sections: b5, d5, e1, h4 and h6.4. Correction information added to section: b5 (the malfunction was not found, during inspection as reported in the initial report). Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 10/21/2024. The device was returned to olympus for inspection. And the reportable malfunction of main lamp not igniting was confirmed. Based on the results of the investigation. It was presumed, that the cause of the lamp failing to ignite, was due to failure of the power supply unit. The root cause could not be identified. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.